Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 4/27/2021. Additional narrative: it was reported that the patient underwent another gynecological surgical procedure on (B)(6) 2011 and an unknown product was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. Corrected information: manufacturing site name.